Manufacturer narrative:
Reported event: during partial knee replacement surgery, the tip of a 3.2x140mm bone pin broke off and embedded in patient as surgeon attempted drill the pin into the patient's tibia. The surgeon attempted to retrieve the bone pin fragment from the patients tibia. Attempting to retrieve the broken piece added a few minutes to the case time. The broken tip was buried inside the bone and left there. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records (see attachment 1) for the associated lot indicated (B)(4) devices (143140 non-sterile bone pin, single) were manufactured shipped to millstone on 10/16/2015 and accepted into final stock on 10/16/2015 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143140, lot number w41381 shows one additional complaint related to the failure in this investigation. The associated pr number is (B)(4). Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the (B)(4) rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off inside of the tibia. The bone pin was left inside of the patient and the outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off inside of the tibia. The bone pin was left inside of the patient and the outcome of the case was successful.